Event description:
It was reported that approximately 105 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, unspecified tissue injury, osteolysis, implant pain, and swelling/edema. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01852. PMA 510k cannot be determined / device is unknown. Expiration date and manufactured date is unknown / device unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, disassembly, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.